Event description:
It was reported to philips that the frontal stand power supply failed, preventing movement on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply x00001b and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).